Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead noted high out of range shock impedance measurements. Boston scientific technical services (ts) indicated that it sounds like possible calcification or scar tissue at the rv coil. No further testing was performed, the patient will continue to be followed appropriately. No adverse patient effects were reported.